Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a resolute integrity coronary drug-eluting stent was used to treat an acute inferior myocardial infarction caused by right coronary artery occlusion. Initial balloon dilation restored blood flow, and one resolute integrity stent was subsequently implanted at the calcified stenotic lesion. During inflation of the stent balloon to 14 atm, the balloon ruptured. Follow-up angiography demonstrated distal vessel occlusion with absent flow. Additional balloon dilation was performed, and another stent was implanted. No further patient complications have been reported following this event.

Manufacturer narrative:
Additional information during inflation of the stent balloon to 12 atm, the balloon ruptured. The issue was encountered on the first inflation. There was 100% occlusion of the distal right coronary artery, with mild stenosis without tortuosity. It was believed that the device caused or contributed to the distal vessel occlusion. The lesion was pre-dilated. There was no resistance noted while advancing the device to the lesion. The device was not moved or repositioned in the lesion prior to the burst. The device was inspected prior to use and negative prep was performed with no issues noted. The patient was discharged from hospital. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: d6a. Implanted date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.